Event description:
Developed scratchy, burning red right eye with tearing and swollen lid. Was seen by several eye drs for 6 weeks until I saw a cornea specialist at hospital. Diagnosed with acanthameoba keratitis. On daily drops now. Was told that fresh water or tap water is a no no for contacts. Swam in lenses. Cleaned out my case once a week with tap water. Was never told by contact lens prescriber nor does the optifree state this on bottle. (Warning labels to protect consumer needed)